Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump¿s history showed multiple consecutive call service alarms on 08/11/2013. The pump powered on normally and was able to be primed successfully. The pump was exercised for 24 hours with no alarms. The pump¿s cover was opened and no intermittent connection was observed. The software to the processor was reloaded successfully. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction: suspect medical device: the initial report was inadvertently submitted with the incorrect pump ¿brand name¿. The suspect medical device ¿brand name¿ has been updated to animas vibe. The investigation previously reported was for the correct pump.